Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for the original complaint - patient was revised to address recurrent right total hip dislocation with aseptic loosening of the acetabular component. Intra-operatively it was observed that one of the screws was fractured. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right hip). *information was retrieved from medical records. Update (B)(6) 2013 - litigation received (B)(6) 2012 alleges patient had a third right revision surgery relating to the asr (implanted (B)(6) 2007 and explanted (B)(6) 2009). The information provided does not change the MDR decision or the outcome of the investigation. See diligence log regarding dor. Update rec'd (B)(6) 2013 - ppd and medical. Records received. Part/lot was provided. A correct dor was provided. After review of the medical records the revision operative note indicated dislocations, a loose cup, 6 loose screws, 1 broken screw, and metallosis. 6 screws are now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. From a medical perspective, based on the information available to be reviewed, it is unlikely that the complaint is product related. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.